Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since their pacemaker has been implanted they have experienced erectile dysfunction. It was also reported by the patient that they went to rehab and almost died. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.